Event description:
It was reported that the customer was hospitalized for low blood glucose and her glucose levels were 56 mg/dl. It was stated that she received a call that day from her doctor's office and was told to rise her basal rates. It was stated that the customer tried to treat her low blood glucose and she delivered a bolus for the food she had eaten. The customer was in coma for several days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.